Event description:
On (B)(6) 2014, the distributer contacted animas stating the pump was stuck on the animas logo screen. It was also noted that the pump would not start. The patient reportedly changed the battery several times with no resolve. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: during evaluation, the pump was able to get passed the "verify" and advance to the "home" screen. The reported incident was unable to be duplicated during evaluation. Unrelated to the complaint, the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.